Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a nasogastric feeding tube. The customer reports that after the passage procedure, the pt presented important respiratory decompensation. It was detected that the pt presented bilateral hypertensive pneumothorax, possibly caused by distal, malleable and thin distal end of the device, which may favor this occurrence.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.